Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft is components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was severe calcification and severe tortuosity. It was reported the pt presented with end stage renal artery disease, significant lower extremity peripheral vascular disease and an abdominal aneurysm at the level of the renal arteries. It was reported that during the initial implant the procedure would be complicated due to the angulation greater then 90 degrees and the tortuosity of the aortic neck. Upon final angiography showed no evidence of endoleaks. It was reported that post operatively the pt was doing well, however the next day the pt was pt experience pain in the lower back, hip pain, numbness, and paralysis in their lower extremities. One month post stent graft implant, the physician consulted the pt and due to the overwhelming co-morbidities the pt elected not to have additional intervention, test, or dialysis. The pt requested comfort measures only. It was reported that the pt expired one mouth post stent graft implant. The death certificate indicates that the cause of death was chronic renal failure. Other significant conditions listed were hypertension cardiovascular disease.